Event description:
Event description boston scientific crm received information that, one week after the replacement procedure, this pacemaker patient was experiencing pectoral stimulation with the chronic atrial lead pacing in the bipolar configuration. It was questioned whether the atrial lead was completely inserted in the header of the device; however, it was noted that the lead displayed impedance measurements within normal limits. Five days later during the revision procedure, the lead was unable to sense intracardiac signals. The lead was determined to have become dislodged and was unable to be removed from its location in the superior vena cava. The decision was made to surgically abandon the lead and another model was successfully placed. No adverse patient effects were reported.